Manufacturer narrative:
Analysis: the device has recently been received by mfg for evaluation. Product analysis is in progress. A supplemental MDR follow-up report will sent to FDA with result of the investigation and the device analysis. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. The instructions for use indicates an implant duration of seven (7) days or less. The reported 13-day service life device was beyond the recommended time frame and may have contributed to the reported wire breakage. Conclusion: no pt event; an exact cause has not been determined for the reported product problem.

Event description:
Information received shows that at 13 days post implant, the wire fractured during device retrieval. The hcp stated approximately 3-cm of the distal electrode remains in the patient tissue. No subsequent patient complication has been reported.